Event description:
Report received from (B)(6) stating that there is a "neuro-tip bent/broken" issue. The device was not used during surgery. It is unk if there was any injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).